Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Case-(B)(4) cross reference for hospitalization details. Medtronic legal received information regarding customer was hospitalized due to hypoglycemia with blood glucose level of 16 mg/dl. The stated that the low blood glucose level caused a crack of rib. It was unknown whether the auto mode feature was on or not. The insulin pump will not be returned for analysis.